Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.4. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient noticed the cannula was bent after removing the pod. The patient also noted that the cannula might not have been inserted properly. Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous fluids in the ER. She also mentioned administering insulin on her own. The patient was released the following day (B)(6) 2025.